Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The caller had not reported or reset the pump in the last 24 hours for this malfunction. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again.